Event description:
During dilation the physician observed the rupture of the balloon at 12 atm. It was impossible to retrieve the balloon due to a strong resistance about 5-10 cm from the access site and it was visible that the balloon was completely detached from the proximal marker of the shaft. The physician then tried to retrieve the balloon; changing the introducer sheath from 5 to 6 then to 7 and finally to 8f (long sheath), but any effort was unsuccessful. The balloon was then removed by the vascular surgeon through a double arteriotomy (at site of puncture and 5 cm proximal). The visual analysis of the balloon revealed a complete dissection of the balloon from the proximal marker.